Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a routine follow up. Interrogation revealed the right ventricular lead was dislodged, there was no capture and sensing was low. The lead was re-positioned (B)(6) 2020. The patient was stable.